Event description:
During the procedure the urologist used the laser. He then turned the laser off and was moving it around. He went to use it again and the laser fiber broke outside of the scope. A new laser fiber was opened to the field and used for the rest of the procedure. No harm to the patient. The procedure was completed.